Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the procedure was to treat stenosis of a svg graft (rpda) from a previous CABG procedure, and for treatment of new lesions in the proximal cx, and the distal lad. Predilatation was performed on the distal lad only. Direct stenting was performed on the rpda and the proximal cx. During the treatment of the proximal cx, a dissection occurred down through and to the mid circumflex. Another xience stent was used as treatment. Additionally, during the procedure, the pt also became more and more short of breath, and had very poor lv function, which was treated with medication. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the event. Dissection is influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to vessel dissection and acute closure requiring add'l intervention." The dissection possibly led to dyspnea and poor ventricular function. Dissection is not an indication of a quality issue. The lesion was not pre-dilated. The IFU states, "the vessel should be pre-dilated with an appropriate sized balloon." May increase the difficulty of stent placement and cause procedural complications." A conclusive root cause of the reported issues cannot be determined.